Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, the scratches on the instrument channel port could occur due to an endo-therapy accessory or the metal part of the cleaning brush interfered with the instrument channel port when inserting to or removing from the device.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported a leak from the device. Then, olympus inspected the device at the service department of olympus trading (B)(4) limited and found that a instrument channel port was defective. This phenomenon was a MDR reportable malfunction. And it was also found bending section rubber pinholes, video cable damage, and light guide lens scratches and cracks. There was no report of patient injury associated with this event.